Event description:
The customer reported that an octreotide infusion was programmed at 1600 to infuse 10ml/hour over 10 hours and this was verified by 2 staff members. The patient had a procedure performed and after the procedure the user noted 70ml left to infuse and the device was infusing at 10ml/hour at that time. 5 hours into the infusion the IV bag was found empty and the user noted that the device was infusing at 50ml/hour. The customer is requesting an event log review for all programming and volume infused from 1200 to 2400 on (B)(6) 2015.

Manufacturer narrative:
The customer¿s report of octreotide over infusion could not be confirmed. Analysis of pcu indicates the pump module was infusing during the time period of (B)(4) 2015, 10:42 am ¿ 4:20 pm. The pump module was programmed for a secondary octreotide infusion rate of 10 ml/hour and diluent volume of 100 ml. Secondary rate and volume were changed during the time period with guardrails message ¿rate is below guardrails limit of 100 ml/hour and ¿rate exceeds guardrails limit of 250 ml/h. Proceed?¿ with user continued on with the infusion. At 4:20 pm, the pcu was powered off. Total volume for primary infused was noted on log review as 80.942, total volume for secondary infused was noted on log review as 38.804. It could not be determined during the log review why the customer experienced an empty IV bag when a total volume of 38.804 ml was infused. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.